Event description:
This is a female with a history of breast cancer who underwent a bilateral mastectomy followed immediately by breast reconstruction. During the reconstructive surgery, the lighted mammary retractor overheated and burned the pt's abdomen. An investigation by the staff revealed that the light source was too powerful for the older style retractor and overheated which caused the burn. It was a partial thickness burn which was coated with bactroban and a dressing. The site remained stable throughout her hospitalization and the pt was discharged to home in 2007 in stable condition.

Manufacturer narrative:
Original product will not be returned to manufacturer. Additional information will be provided after investigation is completed.